Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the installation was in a corrupted state before the application update. The technical support specialist reinstalled the updates, rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system became abruptly stuck on startup screen prevented user from accessing medication causing a 15minutes delay. The customer added that they used another device for medication removal. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system was frozen on the startup screen preventing users from accessing medications and resulting in a 15-minute delay. The user used another device to dispense medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, e2, e3, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-oct-2022 to 09-oct-2024 and confirmed that this device was not previously returned for servicing and there upon investigation of the actual device used in this incident, it was determined that the installation was in a corrupted state before the application update. The technical support specialist reinstalled the updates, rebooted the station to resolve the issue. The system functioned as intended after being assessed by the technical support specialist. Were no production failures which correlates to the customer reported issue.